Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was programmed with 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No delivery anomaly noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call of low blood glucose readings and delivery anomaly from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer forgot to troubleshoot. The customer stated that the pump gave a high bolus when she did not put it in. The insulin pump will be returned for analysis.